Event description:
It was reported that the catheter had a "pinhole near the catheter tube clamp."

Manufacturer narrative:
One 12.5f x 32cm hemo-cath was returned for eval. A visual exam of the device revealed small holes directly opposite each other 0.3cm from the bottom of the extension sleeve. In order for the clamp to be engaged over the holes, the clamp had to be advanced partially over the extension sleeve. A review of the mfg records indicated, all device specs and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specs. We are unable to determine the cause or factors which may have contributed to this event. The instructions for use contain the following precaution, "clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter."